Manufacturer narrative:
D4 lot number: ak090060.

Event description:
Additional information received further reported that the patient also experienced pain with urination, difficulty urinating, and restricted mobility in the pelvic fascia, uterus, bladder and part of digestive system. The patient also experienced urethral pain, muscular pain of right hip, lower back pain on left side, pain when seated for long time (present for several years), right leg weakness, pain during menstruation, spasms and pain in pubic area, dysuria, back pain for 8-9 months, urinary stream reduced post placement of transvaginal tape, fatigue, scoliosis pain, and urinary leakage when menstruating.

Event description:
As additionally reported to coloplast on 30-sep-2024, though not verified: the patient underwent trans-obturator sling (aris) urethropexy after evidence of urethral hypermobility and disabling incontinence. Appearance of lumbar and pelvic pain as well as dyspareunia and irritable/ obstructive urinary symptoms. Subsequent evaluation revealed pain related to the sling without erosion. The sling was removed in (B)(6) 2019. Removal of the sling improved the pain, but stress incontinence re-appeared along with a pelvic prolapse unrelated to the previous procedure. A perineal reconstruction and a biological (cadaveric) sling were performed in (B)(6) 2021, with an overall favorable outcome.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
H6: health effect clinical code e2312 removed. This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation excluding fatigue. There are no clinical studies or literature to support a specific causal relationship between aris and fatigue. No further action or corrective action is required at this time.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced dyspareunia, pelvic, groin, hip and back pain. Additionally, the sensation of incomplete bladder emptying, urinary leakage and urgency. Subsequently, she underwent urethrolysis with anterior colporrhaphy, paravaginal defect repair via vaginal approach, bilateral removal of mesh from obturator and adductor muscles under general anesthesia. The mesh was deeply implanted with a twist and fold in the left groin. Pathological diagnosis of fibrosis, chronic inflammation and focal foreign body giant cell reaction surrounding polarizable foreign material compatible with mesh.